Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7.2 mmol/l, and sensor glucose was 2.8 mmol/l. The customer was advised to return the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bbs test and sensor failed per specification due to high readings. See attached file for details.